Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited failure to capture, high pacing impedance and decreased atrial sensing. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.